Manufacturer narrative:
The tm reverse surgical technique states: "also make sure that the guide pin on the poly liner impactor is aligned into the post on the lateral side of the stem face prior to impacting". As returned the poly liner has witness marks indicating it was not properly aligned when impacted. These witness lines can be seen around the anti-rotation lug cut out in the liner and the liners post. Dimensional inspection found the liner to be conforming where measured. The witness marks around the anti-rotation lug cut out and post indicate the liner was not suitably aligned with the stem. No other complaints of any type have been reported for the lot of liners. The investigation could not verify or identify any evidence of product contribution to the reported problem. Based on the investigation, the need for corrective action is not indicated. Should additional substantive information be received, the complaint will be reopened. Zimmer biomet considers the investigation closed.

Manufacturer narrative:
(B)(4). This report will be amended when our investigation is complete.

Event description:
It is reported that the liner would not engage properly. Prior to impaction, a lip was noted at the taper.